Manufacturer narrative:
The therapy connector was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue determined to be physical damage.

Event description:
The customer contacted stryker to report that their device's therapy connector is damaged. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's therapy connector is damaged. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.